Event description:
It was reported that suture placement was attempted during an arteriotomy closure of the right common femoral artery using the preclose technique with two perclose proglide devices, prior to an endovascular aortic aneurysm stent graft procedure. The arteriotomy was 7f and the sheath was upsized to a 20f for the interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used with the same results. The physician believes that the elastic and rubbery vessel could have contributed to the product experience. An additional proglide device was used to achieve hemostasis. The physician is trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the needle plunger, suture, link, posterior needle, posterior cuff, anterior needle, and anterior cuff were not returned with the device, which limited the scope of the investigation. There was no needle strike mark at the posterior foot to suggest that a posterior needle-to-cuff miss may have occurred due to the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment. There were no abnormal observations that could have contributed to the reported needle-to-cuff miss; therefore, the reported needle-to-cuff miss could not be confirmed. Possible contributing factors for the reported needle-to-cuff miss include, but are not limited to manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. Due to all related components not being returned with the device for investigation, no manufacturing-related deficiencies could be identified. The needle trajectory of every device is verified twice during manufacturing. During lab testing, a proxy needle plunger was inserted into the handle of the device resulting in acceptable needle trajectory and push mandrel travel, which met the manufacturing criteria. The reported mildly tortuous, elastic, and rubbery right common femoral artery may have contributed to the reported needle-to-cuff miss, but could not be confirmed. Although patient anatomical conditions that may have contributed to the reported experience could not be confirmed, the physician believed that the reported experience was due to patient anatomy. There was no definitive evidence in the evaluation of the returned device to suggest that the device might have been twisted and/or rotated during needle deployment or that the needles were deployed when the device was not at an approximate 45-degree angle, which could have contributed to the reported needle-to-cuff miss. Based on the reported information, the manufacturing inspection criteria, and analysis of the returned device, the probable cause for the reported needle-to-cuff miss could not be determined. No manufacturing or quality deficiency was detected. A review of the finished device lot history record revealed no nonconforming material report associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be an indication of a product quality deficiency. A quality control audit inspection is performed to verify product quality. In addition, a sampling of finished devices is destructively tested to verify the functionality of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.